Manufacturer narrative:
Updated: h6. The reported event is considered confirmed. Visual and fractographic examination confirmed a postoperative plate fracture with clear evidence that the plate had been severed during the initial surgery, which likely compromised its stability and allowed micro-movements that ultimately led to failure. Review by the designer revealed no deviations in manufacturing or design, and no systematic product issues were identified. Consequently, no CAPA is required, and the complaint has been added to trend monitoring. Based on the investigation and the corresponding statistical analysis, there are no indications of a incorrectly working product or a systematic problem with regard to design, material, or manufacturing. Therefore, no further corrective and/or preventive actions are considered necessary at this time.

Event description:
No new information.

Event description:
It was reported that the facial ID plate broke post-op.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.